Event description:
It was reported that a few hours into perfusion, no portal flow readings were noted. Clinical service was contacted and troubleshooting was initiated. The flow sensor was rewetted and replaced and a perfusion stop/start was performed. At this time, the device switched over to preparation mode. After one to two minutes, the device switched over to liver-on-board mode and values began to normalize. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.

Manufacturer narrative:
The reported event could be confirmed by the device data provided. Based on the session data, device functioned as intended. The root cause could not be conclusively determined.